Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the settings on the external pulse generator (epg) could not be changed; the screen was frozen. The epg was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported that the settings on the external pulse generator (epg) could not be changed; the screen was frozen. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Evaluation summary- (B)(4): the generator was returned and analysis confirmed the customer comment that the settings could not be changed, the encoder flex connector was disconnected. Analysis also found that the upper and lower cases were broken, both bail covers, two case screws, both bails, the ring, the battery drawer and the ring cover were missing, the keyboard was scratched and the battery contacts were compressed. It was additionally noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).